Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a trans-arterial embolization treatment procedure, catheter insertion difficulties occurred. The target lesion was located in the hepatic artery. Another manufacturers' 4f guide catheter was inserted over a 0.035" guide wire and advanced. This renegade microcatheter was loaded over a 0.014" transcend guide wire and an attempt to advance the catheter through the guide catheter was made. During insertion of the renegade catheter into the guide catheter outside the patient, severe resistance was experienced and the renegade catheter was removed. Intermittent flush with saline containing heparin was maintained between the renegade catheter and the guide catheter. The procedure was completed with another renegade microcatheter. No patient complications were reported and the patient's status is good. However, returned device analysis revealed peeled coating on the renegade catheter.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual and tactile examination of the returned device found an area of peeled coating located 4.3cm to 5cm from the distal tip. Peeled coating was also noted 78.8cm from the proximal end. A 0.0184" mandrel was advanced through the hub with no restriction experienced. All dimensions which were measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the device was not used in accordance with the continuous flush direction of the dfu ("to achieve optimal performance, it is recommended that continuous flow of appropriate flush solution be maintained between a) the renegade fiber braided microcatheter and guiding catheter and b) the renegade fiber braided microcatheter and any intraluminal device. Continuous flushing aids in preventing contrast crystal formation and/or thrombosis on the intraluminal device and inside the guiding catheter and microcatheter lumens.") (B)(4).